Manufacturer narrative:
Additional information: no lot number or product evaluation sample was available for investigation. Therefore, a detailed investigation or batch review cannot be conducted. This complaint evaluation will be closed and will be monitored through our post market product monitoring review process. No further actions are needed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No patient harm was reported. It was further reported that the product is " most likely 412012 or 420670, ". This information could not be confirmed at the time of this report. Additional patient/event information has been requested but no information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported a patient experienced a "skin tear" which was observed under the dressing." Complainant stated that the patient was seen by their primary physician, but that no further details were available.